Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the nose cone was received without any other components of the delivery catheter system (dcs). The nose cone separated cleanly from the inner member of the dcs. Section a.1 has been updated in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that during the implant of this transcatheter bioprosthetic valve, using a stiff guidewire, when the delivery catheter system (dcs) was inserted into the access site, a plicature of the dcs nosecone was noted in the subcutaneous tissue. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the nose cone was received as shown. No other components of the delivery catheter system (dcs) were returned. The nose cone broke from the inner member. The nose cone was cut lengthwise. The inner member was visibly broken inside the nose cone. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that, during insertion of this second delivery catheter system (dcs) at the right femoral artery, a nose cone fracture was observed. The nosecone component was returned to medtronic for analysis, no other dcs components were received for analysis. Analysis of the nosecone determined that the inner member shaft was fractured. Nosecone/inner member shaft fractures can occur if the inner member shaft becomes damaged and breaks during use. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the dcs by the loader/user. In this case, it was reported that the patient had tortuous anatomy. Potentially, the dcs may have been twisted and/or bent during insertion to overcome the tortuous anatomy which can result in inner member shaft damage. However, the cause cannot be conclusively determined with the information available. There is no evidence to suggest a device quality deficiency that may have caused or contributed to this event. Surgical intervention was needed to remove the nosecone. The evolut system instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. The risk of tip detachment is predicted per the device risk documentation. The observed risk (severity/occurrence) continues to fall within predicted risk zone (zone 1), and no action is recommended at this time. Updated h.6 - device, eval method, eval results, & eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the dcs was received, but the analysis has not begun. Conclusion: the investigation is in progress. Following completion of the investigation, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during insertion of the delivery catheter system (dcs) via right femoral artery access, a nose cone fracture was observed. It was reported that the patient anatomy was tortuous. Surgical intervention of the scarpa was performed to remove the nose cone. Another dcs was used and the valve was implanted successfully. No additional adverse patient effects were reported.